Event description:
Reporter indicated that vns patient had an infection when implanted and was treated with antibiotics. Six months post-operatively, the patient is reportedly scheduled for a surgical consult as it is believed that their incision sites may have not have properly healed. It was later reported that the patient is experiencing a reduction in seizures with the vns therapy, but that they complain of difficulty swallowing, shortness of breath, choking sensation and localized burning sensation with stimulation. The localized burning sensation is reportedly present all of the time but is worse with stimulation. Re-implant is scheduled as the generator has reportedly migrated from below the clavicle to under the arm and the lead wires are protruding under the skin.